Manufacturer narrative:
(B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in switzerland. On (B)(6) 2024, it was reported that patient faced infusion set tape not sticking event. The set was in use for 2 days. No further information available.